Manufacturer narrative:
Correction: disregard file (after further review, there was no indication from the customer's report that there was a leak or break in the tubing set in question and it was clearly reported that "there were no visible cracks on the tubing." Furthermore, it was reported that the issue did not cause any impact to the patient. File is not-reportable.

Event description:
It was reported that while priming a new drip tubing set, the writer noticed that the primary tubing set was "pulling" air into the line. First thought was that it was coming from the connection of the primary tubing set and quad fuse. After the quad fuse was changed, the issue continued. It was noted that there were no visible cracks on the tubing set. The primary tubing set was saved and labeled in a bag. There were no adverse effects caused to any patients from the event.

Manufacturer narrative:
Concomitant medical products: curos cap. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric.

Event description:
It was reported that while priming a new drip tubing set, the writer noticed that the primary tubing set was "pulling" air into the line. First thought was that it was coming from the connection of the primary tubing set and quad fuse. After the quad fuse was changed, the issue continued. It was noted that there were no visible cracks on the tubing set. The primary tubing set was saved and labeled in a bag. There were no adverse effects caused to any patients from the event.